Event description:
It was reported that pump displayed malfunction alarm with no notable events prior to the issue. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received guidance to reset pump, and confirmed that malfunction alarm did not recur after reset, and customer was advised to continue using pump and to call back if problem returned.